Event description:
A (B)(6) y/o male pt s/p rvad developed significant gi bleeding which was hemodynamically unstable. During the workup for, anticoagulation was held. During this time he had a rise in ldh, increased watts/flows and worsening hemodynamic compromise. Pt was taken for urgent rvad exchange on (B)(6) 2018.